Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('left essure device proximal portion appears to be protruding within the endometrium'), uterine perforation ('perforation (other) please describe and state the location of the perforation: cervix,/migration/ uterus perforation'), pelvic inflammatory disease ('pid pelvic inflammatory disease'), device breakage ('device breakage, broken essure devices fragment'), device expulsion ('essure migration into her uterus, essure device migration, left essure device proximal portion appears to be protruding within the endometrium, CT showed misplaced') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 30-year-old female patient who had essure (batch no. B58463-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included amenorrhea, bacterial vaginosis, breast feeding, vaginal cyst, bacterial infection, cystic fibrosis, pap smear abnormal, opioid abuse, uterine bleeding and inflammation. Previously administered products included for an unreported indication: prenaplus and iud nos. Concurrent conditions included herpes hominis type ii, chlamydial cervicitis, cyst, cyst, thrombocytopenia, neutropenia, leukopenia, weakness, vaginal pain, vaginal abscess, ingrown hair, neutropenia, sepsis, peripheral swelling, edema, urinary frequency, bandemia, lightheadedness, myalgia, anorexia, arthralgia, petechial rash, fever, hepatitis, gastric gland cyst, night sweats, insomnia, anxiety, pap smear abnormal, sexually transmitted infection and constipation. Family history included lung cancer and diabetes. Concomitant products included antibiotics for bacterial infection and vaginal discharge as well as ascorbic acid;calcium sulfate;colecalciferol;cupric oxide;cyanocobalamin;dl-alpha tocopheryl acetate;ferrous fumarate;folic acid;nicotinamide;pyridoxine hydrochloride;retinol;riboflavin;thiamine mononitrate;zinc oxide (prenaplus), azithromycin, buprenorphine hydrochloride;naloxone hydrochloride (suboxone), cefalexin monohydrate (keflex), clindamycin phosphate (cleocin), diazepam (valium), hydrocodone, hydrocodone bitartrate;paracetamol (vicodin), ibuprofen, iohexol, oxycodone hydrochloride;paracetamol (percocet) since 2008, paracetamol (tylenol), piperacillin sodium;tazobactam sodium (piperacillin & tazobactam), promethazine and sodium chloride. On (B)(6)2013, the patient had essure inserted. In 2014, the patient experienced bacterial vulvovaginitis ("infection (bladder/ urinary tract/vaginal) type: several bacterial infections") and vaginal discharge ("vaginal discharge"). In 2015, the patient experienced tooth disorder ("dental problems") and fatigue ("fatigue"). In (B)(6)2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), mood swings ("hormonal changes describe: horrible mood swings") and migraine ("migraines / headaches"). In 2016, the patient experienced nausea ("nausea"). In 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6)2018, the patient was found to have platelet count decreased ("blood or heart disorder/condition type: low platelets") and white blood cell count decreased ("blood or heart disorder/condition type:, low white blood cell counts"), 4 years 8 months after insertion of essure. In (B)(6)2018, the patient experienced pelvic pain ("pain,"), abdominal pain ("abdominal pain"), vaginal cyst ("other injury(ies) or complication (s) please describe: cysts in vaginal") and skin mass ("other injury(ies) or complication (s) please describe: cysts in vagina: lump in abdomen"). In (B)(6)2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), hypersensitivity ("hypersensitivity"), metrorrhagia ("metrohagia (bleeding b/w periods)"), vaginal infection ("vag. Infect."), headache ("headaches") and iron deficiency anaemia ("anemia"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the embedded device, uterine perforation, pelvic inflammatory disease, device breakage, device expulsion, pelvic pain, dyspareunia, hypersensitivity, metrorrhagia, vaginal infection, bacterial vulvovaginitis, headache, platelet count decreased, white blood cell count decreased, nausea, tooth disorder, iron deficiency anaemia, vaginal discharge and fatigue outcome was unknown and the abdominal pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, mood swings, migraine, vaginal cyst and skin mass had resolved. The reporter considered abdominal pain, bacterial vulvovaginitis, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, headache, hypersensitivity, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, mood swings, nausea, pelvic inflammatory disease, pelvic pain, platelet count decreased, skin mass, tooth disorder, uterine perforation, vaginal cyst, vaginal discharge, vaginal haemorrhage, vaginal infection and white blood cell count decreased to be related to essure. The reporter commented: as per discrepancy note date of insertion: (B)(6)2013, (B)(6)2013. Discrepancy for removal date reported (B)(6)2018 hysterectomy (partial). Plaintiff received treatment for pain, allergy, breakage/ expulsion, perforation, migration, bladder/urinary prob. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6)2014: essure confirmation test (unspecified) conducted showed bilateral occlusion. Pregnancy test urine - on (B)(6)2013: a urine pregnancy test was performed and the result was negative,. Ultrasound scan vagina - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patients medical record: fatigue, nausea, pelvic pain, vaginal hemorrhage, abdominal pain, dysmenorrhea. Reported lot number (b58463) is not a valid lot number. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Event : anemia, metrohagia (bleeding b/w periods), hypersensitivity, vag. Infect., headaches added. No valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('left essure device proximal portion appears to be protruding within the endometrium'), uterine perforation ('perforation (other) please describe and state the location of the perforation: cervix,'), pelvic inflammatory disease ('pid pelvic inflammatory disease'), device breakage ('device breakage, broken essure devices fragment') and device expulsion ('essure migration into her uterus, essure device migration, left essure device proximal portion appears to be protruding within the endometrium, CT showed misplaced') in a (B)(6) year-old female patient who had essure (batch no. B58463) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included amenorrhea, bacterial vaginosis, breast feeding, vaginal cyst, bacterial infection, cystic fibrosis, pap smear, opioid abuse, uterine bleeding and inflammation. Previously administered products included for an unreported indication: prenaplus and iud nos. Concurrent conditions included herpes hominis type ii, chlamydial cervicitis, cyst, cyst, thrombocytopenia, neutropenia, leukopenia, weakness, vaginal pain, vaginal abscess, ingrown hair, neutropenia, sepsis, peripheral swelling, edema, urinary frequency, bandemia, lightheadedness, myalgia, anorexia, arthralgia, petechial rash, fever, hepatitis, gastric gland cyst, night sweats, insomnia, anxiety, pap smear abnormal, sexually transmitted infection and constipation. Family history included lung cancer and diabetes. Concomitant products included antibiotics for bacterial infection and vaginal discharge as well as ascorbic acid; calcium sulfate; colecalciferol;cupric oxide; cyanocobalamin;dl-alpha tocopheryl acetate; ferrous fumarate;folic acid;nicotinamide; pyridoxine hydrochloride; retinol;riboflavin;thiamine mononitrate; zinc oxide (prenaplus), azithromycin, buprenorphine hydrochloride;naloxone hydrochloride (suboxone), cefalexin monohydrate (keflex), clindamycin phosphate (cleocin), diazepam (valium), hydrocodone, hydrocodone bitartrate; paracetamol (vicodin), ibuprofen, iohexol, oxycodone hydrochloride; paracetamol (percocet) since 2008, paracetamol (tylenol), piperacillin sodium; tazobactam sodium (piperacillin & tazobactam), promethazine and sodium chloride. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced bacterial vulvovaginitis ("infection (bladder/ urinary tract/vaginal) type: several bacterial infections") and vaginal discharge ("vaginal discharge"). In 2015, the patient experienced tooth disorder ("dental problems") and fatigue ("fatigue"). In (B)(6) 2016, the patient experienced mood swings ("hormonal changes describe: horrible mood swings"), migraine ("migraines / headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2016, the patient experienced nausea ("nausea"). In 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2018, the patient was found to have platelet count decreased ("blood or heart disorder/condition type: low platelets") and white blood cell count decreased ("blood or heart disorder/condition type: low white blood cell counts"), 4 years 8 months after insertion of essure. In (B)(6) 2018, the patient experienced pelvic pain ("pain,"), vaginal cyst ("other injury(ies) or complication (s) please describe: cysts in vaginal"), skin mass ("other injury(ies) or complication (s) please describe: cysts in vagina: lump in abdomen") and abdominal pain ("abdominal pain"). In (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) and pelvic inflammatory disease (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, uterine perforation, pelvic inflammatory disease, device breakage, device expulsion, pelvic pain, bacterial vulvovaginitis, platelet count decreased, white blood cell count decreased, nausea, tooth disorder, dyspareunia, vaginal discharge and fatigue outcome was unknown and the vaginal haemorrhage, menorrhagia, mood swings, migraine, dysmenorrhoea, vaginal cyst, skin mass and abdominal pain had resolved. The reporter considered abdominal pain, bacterial vulvovaginitis, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, menorrhagia, migraine, mood swings, nausea, pelvic inflammatory disease, pelvic pain, platelet count decreased, skin mass, tooth disorder, uterine perforation, vaginal cyst, vaginal discharge, vaginal haemorrhage and white blood cell count decreased to be related to essure. The reporter commented: as per discrepancy note date of insertion: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2013: a urine pregnancy test was performed and the result was negative. Ultrasound scan vagina - in (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patients medical record: fatigue, nausea, pelvic pain, vaginal hemorrhage, abdominal pain, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs&mr received reporter information, lot no was added. Case becomes incident injury nos replaced with new added abdominal pain, bacterial vulvovaginitis, device breakage, device expulsion, dysmenorrhea, dyspareunia, embedded device, fatigue, menorrhagia, migraine, mood swings, nausea, pelvic inflammatory disease, pelvic pain, platelet count decreased, skin mass, tooth disorder, uterine perforation, vaginal cyst, vaginal discharge, vaginal hemorrhage and white blood cell count decrease. Severity added abdominal pain. Event outcome added abdominal pain, migraine, vaginal cyst, lump abdomen under skin, dysmenorrhea, menorrhagia, vaginal hemorrhage. Medical history, concomitant drugs, lab test was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.